Event description:
It was reported that the user experienced a prolonged period of hyperglycemia after inadvertently pulling out the infusion set tubing while preparing for work, followed by multiple infusion set supply changes complicated by bent cannulas and depletion of spare supplies; customer support advised a factory reset during troubleshooting. Symptoms included sustained elevated glucose. Outcomes included no hospitalization, no reported injury, and no alerts or alarms. Investigation included customer service review and user education on infusion set insertion and supply management. Investigation of this case revealed infusion set failures related to bent cannulas and site dislodgement, consistent with delivery interruption of insulin due to infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.